Event description:
It was reported that the patient experienced a low glucose event while using a continuous glucose monitor, with a confirmatory fingerstick blood glucose of 43 mg/dl; the patient was advised to treat the low with oral glucose and to consider potential sensor compression as a contributor, and to contact their clinician if hypoglycemia occurs regularly. Investigation included troubleshooting and user education conducted during the call. Further investigation of this case revealed the cause of the hypoglycemia was unclear. There were no symptoms associated with hypoglycemia reported. Outcomes included the need for self-treatment with oral glucose. It was concluded that, based on previously established findings for similar reports, no device malfunction was confirmed and that user counseling was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.